Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter stated that the battery cap could not be removed from the pump; the cap was allegedly spinning in place on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the battery compartment threads were observed to be stripped. Visual inspection of the battery cap revealed stripped battery cap threads and a damaged coin slot. The battery cap did not secure properly to the pump; the yellow o-ring was visible. The battery cap contact height did not measure within specifications. The battery cap contact width was measured within specifications.